Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced low blood glucose level. Customer's blood glucose value was 2.3 mmol/l at the time of the incident and current blood glucose was 5.2 mmol/l. The customer was assisted with troubleshooting for low blood glucose. The customer was treated with carbs. Customer stated that they were not being able to stay in auto-mode due to calibration not accepting or sensor updating cycle. Customer reported that they did receive a calibration not accepted alert. The device will not be returned for analysis.